Event description:
The patient¿s family member reported patient has an appointment at the end of the month to have the therapy removed. The doctor has not been made aware of the return of symptoms. The patient experienced uncomfortable stimulation. It was noted that therapy was on. The patient¿s family indicated that the patient has the pain when she is moving around in bed. It was noted that decreasing amplitude eliminated the uncomfortable stimulation. The patient¿s family member reported she will call the doctor to let the doctor know what was going on with the patient. The patient¿s family member reported doctor has not been made aware of issue. The patient¿s family member stated patient was complaining of uncomfortable stim in the anal area. The patient¿s family member stated patient felt the discomfort when she was moving around in bed. Patient stated the discomfort was sudden. The patient¿s family member stated she thinks stim may have been increased too high. Return of symptoms. The patient¿s family member reported patient reported she has had a return of symptoms "2-3 days ago. The patient¿s family member reported the patient was having discomfort when urinating through the urethra which was a return of symptoms. The patient¿s family member reported this has been a gradual return of symptoms. The patient¿s indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.